Manufacturer narrative:
Burnt damage was confirmed. Inspection of the alternating current (ac) power adapter revealed that there were burnt components on both sides of the main printed circuit board (pcb) and on its¿ inner casing. Inspection of the transmitter revealed that there were multiple burnt components on both sides of the main pcb. Additionally, the inner housing of the transmitter also sustained burnt damage. It was concluded that the transmitter was hit by a high current flow through the ac wall power outlet, thus damaging main pcbs. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the merlin transmitter had burn damage.